Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The described pressure drop seems to be the result and not the cause for the slippage.

Event description:
Complaint unit was contacted by distributor on (B)(6) 2018. Distributor stated, that they received the following information of a slippage with qr3 skull clamp: when the hp changed the patient's position to prone position from supine position, the pressure gauge suddenly dropped. After the pressure dropped, hp checked the patient's head, and confirmed a scar at the 2 pin side which was believed it was caused by a slippage. Also, there was a scratch on the 1 pin side.